Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading reported was 457 mg/dl. The customer's husband stated that they needed to program the insulin pump. The auto mode status at the time of incident was unknown. The insulin pump will not be return for analysis.